Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included delivery accuracy and pressure testing. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% but well within the published specification of +/-6%. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump the pump exhibited delivery inaccuracy. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the pump read 49.2 milliliters left when there was less than 5 milliliters in the cassette, however it was unknown how much of the medication had leaked. No adverse patient effects were reported.